Manufacturer narrative:
Inratio precision data provided by end-user: accuracy comparison test is not performed since technical support representative did not specify the exact lab result. Inratio meter, mean: 3.73, sd: 0.802, %cv: 21.48. Since 21.48 %cv is more than 20%, the precision test failed the criteria for precision. Additional retain strip investigation will be performed. For each pair of replicates for each sample on strip lot 213040a, mean and standard deviations were calculated. In-house test results are 0% and 2.77%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant results are established on in-house meter. No further action is required. Investigation details: donor 1: in-house (inr): 2.3, in-house (inr): 2.3, mean: 2.3, sd: 0, %cv: 0.00. Donor 2: in-house (inr): 2.5, in-house (inr): 2.6, mean: 2.55, sd: 0.07, %cv: 2.77. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter.